Event description:
Underinfusion - 3100 no patient injury reported - drug being infused was dobutamine. Details "pump indicating and set at 3 ml/hr - had earlier been reduced from rate of 3.4 ml/h. Symbols flashing to indicate infusion running - no alarms sounded to indicate a problem. At end of shift nurse notice that volume in syringe was the same as it had been at beginning of shift (10 hrs previously). Syringe was confirmed as having not been changed overnight. Medical staff informed. Pump switched off. Syringe has unfortunately been discarded by hospital. No ill effect noted from lack of infusion.